Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records note that the patient was treated for swelling 3 weeks post implantation. Device history record (DHR) was reviewed and no discrepancies were found. Per package insert: swelling is a known adverse effect of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: prolong cr-flex nexgen articular surface, catalog #: 00595203010, lot #: 62638441, nexgen precoat pegged tibial component, catalog #: 00597003501, lot #: 62580095, all poly patella standard size 29 mm diameter 8.0 mm thickness for cemented use only cat #00597206629 lot#62257591. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00317, 3007963827-2019-00139, 0001822565-2019-01764, 0001822565 -2019-01880. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, three weeks post implantation, the patient underwent an aspiration of 15ml of serosanguineous fluid from the joint due to moderate welling.